Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was provided for investigation on (B)(4) 2015. The device passed exterior visual inspection and global transmitter functional testing. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.